Manufacturer narrative:
Consumer, legal. Concomitant medical products: pn: 402282, cobalt hv bone cement 40g, ln: 604360; pn: 402282, cobalt hv bone cement 40g, ln: 176790; pn: 42-422561, sig tka gde/mdl set 04-05, ln: 112561; pn: 11-150826, bmet arcom ap pat w/wire 31mm, ln: 427700; pn: ep-183442, e1 vngd cr tib brg 71/75x12, ln: 533490; pn: 141224, biomet cc I-beam tray 75mm, ln: j3224838; djo cobalt hv bone cement. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 1 year post-implantation due to pain and loosening. The femoral component was revised. The operative report notes that when the femoral component was tapped on with a one punch and mallet, there was bubbling consistent with looseness. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.